Event description:
As it was reported by the sales-rep via email: the physician had difficulties tracking the device. Then when got in vessel it wouldn't come off the wire. The whole system had to be removed and access was lost. The second device, the physician felt that is wasn't tracking correctly and due to previous problem with the first unit didn't feel it was safe to continue with it.

Manufacturer narrative:
Please note that based on additional information there was no reportable product malfunction, since that there were no difficulties when trying to remove the cannula. No further reports will be submitted for this file.

Manufacturer narrative:
Additional information will be submitted within 30 days of receopt.